Manufacturer narrative:
During inspection and testing, the chip verified no data transmission. The probe insulation test failed. There was an b30 (scope communication error) code. All switch buttons were not working. The ultrasound connector experienced fluid invasion due to water resistant cap not being attached before immersion. Electrical insulation test failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope displayed an e216 (scope communication error) code. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide an update to the legal manufacturer's final investigation based upon the suggested phenomenon of error b30. The suggested phenomenon was presumed to have occurred following the suggested phenomenon of e216, but could not be determined further, as e216 could not be reproduced. As there was no problems identified at the time of release from investigation/evaluation, no further consideration could be presumed for the suggested phenomenon of error b30. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the e216 scope communication error occurred, but the cause could not be specified. Olympus will continue to monitor field performance for this device.